Event description:
It was reported methotrexate was programmed at 1508 to infuse for twenty-three (23) hours however the infusion did not finish until 1635 the following day. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported methotrexate was programmed at 1508 to infuse for twenty-three (23) hours however the infusion did not finish until 1635 the following day. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an under infusion could not be confirmed. Log review and testing could not identify or replicate the issue. The total volume infused was registered as 759.33ml. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of under infusion. The review of the suspect pump module and concomitant pcu error logs were found with no records related to the reported issue. A review of concomitant pcu event log showed that on 3jun2025 at 3:47 pm, the channel was powered on / attached. A new methotrexate guardrails infusion was programmed with a rate of 30.83ml/hr, a volume to be infused (vtbi) of 724.5ml and a concentration of 7.245gr/724.5ml (0.01gr/ml). The pcu displayed a ¿under soft limit¿ warning and the infusion started. The primary volume infused (pvi) was noted as 2387.2ml, an accumulated total from previous infusions. At 8:40 pm, the user paused the infusion for 2 minutes. At 9:00 pm, the user paused the infusion for 5 minutes. At 10:17 pm, the channel alarmed patient side occlusion two times. The user restarted the infusion after each time. The pvi as recorded as 2584.31ml on 4jun2025 at 3:44 am, the user paused the infusion for 2 minutes. The channel alarmed for patient side occlusion and the user restarted the infusion. At 5:50 am, the user changed the vtbi to 225ml. The pvi was recorded as 2861.53ml, at 2:23 pm, the user changed the vtbi to 20ml. The pvi was recorded as 3077.39ml, at 2:54 pm, the user changed the vtbi to 15ml. The pvi was recorded as 3093.26ml , at 3:14 pm, the user changed the vtbi to 15ml. The pvi was recorded as 3103.75ml , at 3:37 pm, the user changed the vtbi to 30ml. The pvi was recorded as 3115.47ml. At 4:36 pm, the infusion finished with keep vein open alarm and the user channeled off the unit. The pvi was recorded as 3146.53ml. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of an under infusion of methotrexate could not be identified. Testing and log analysis found the pump module working as intended. The logs show the user updating multiple times the volume to be infused (vtbi) of the programmed infusion before the initial infusion could finish. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.